Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. Prime alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 97 mg/dl at the time of incident. Troubleshooting was performed. The insulin was stuck in rewind. The customer stated that the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.